Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a micro tear in the balloon distal tip, approximately 4.5 mm from the balloon proximal tip. No other source of a leak was identified. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1219503) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a male patient underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 8 mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure at the second stop, when the balloon was at the arteriotomy. The device was removed from the patient and the patient was converted to approximately 15 minutes of manual compression with no further complications. Hemostasis was achieved. The patient was ambulated and discharged to home the same day ((B)(6) 2012) with no reported clinical sequela.